Event description:
During the procedure a cook instinct endoscopic hemoclip was used. The clip would not open. Another instinct was used to finish the procedure. No section of the device remained inside the pt's body. Our lab eval confirmed that the drive wire is broken at the end near the clip. The broken portions of the distal end of the drive wire were not included in the return. Info regarding the missing sections was communicated back to the medical facility. The location of the missing sections is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our lab eval is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the hook is broken at the distal end of the drive wire. The clip, component attachment and broken portion of the hook were not returned with the device. The device has been disassembled by the user separating the handle spool, cutting the handle, and removing the drive wire from the device. The proximal end of the drive wire remains securely attached to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.